Event description:
Break (1069) and needle stick/puncture (2462). Moderna treatment under emergency use authorization(eua): carepoint safety needles are breaking at the end of the syringe when lpn engaging the safety device and resulted in a needle stick. FDA safety report ID # (B)(4).